Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to insertion, the device cuff popped. It was indicated that re intubation was required.